Event description:
It was reported that a balloon rupture occurred. A 2.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.